Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that this was an acute myocardial infarction case to treat a 90% stenosed lesion in the proximal left anterior descending artery. Thrombus aspiration and intravascular ultrasound (ivus) were performed. The 3.5 x 23 mm xience xpedition stent delivery system (sds) was then advanced to the lesion without pre-dilatation. The balloon was inflated to 10 atmospheres (atm) for 30 seconds. The stent was deployed; however, it was noted that the balloon deflation time was longer than usual. Ivus was performed and the procedure was completed. After the procedure, a physician confirmed the deflation time outside of the anatomy and the result was same rate as before. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information: the stent delivery system (sds) balloon was completely deflated prior to removal from the patient. There was no resistance during the removal of the sds. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, sion black; guide catheter: zenyte 6f jl4.0st. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.